Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 (android 14) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced.the software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the document: d00780504_e. After conducting a thorough investigation, we have found that the snapshot upload is failing due to the snapshotuploadstatus not updating to completed when the previous snapshot upload was finished. When a new snapshot upload is initiated, the app first checks to see what the current snapshotuploadstatus is. If the state is in auto_initiated or manual_initiated, that means there is currently a snapshot upload in progress and a new one will not be initiated. If the status is completed, a new one can be initiated. In this case the previous snapshot upload either never updates the snapshotuploadstatus correctly, or is hanging on an operation and is never finishingthe esf number that corresponds to the reported issue is: 5058827. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: reinstall the application afc code: fa21af software anomaly (defect) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had not connected to application and the server upload failed. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Customer deleting and reinstalling the app to resolve the issue. The reported issue was not resolved, no escalation is required. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.